Event description:
It was reported that the patient underwent a paddle and ipg replacement procedure due to inadequate pain relief. The patient was doing well postoperatively. The explanted device components will not be returned as they were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(4). Batch: 365718.